Manufacturer narrative:
Due to expiration of product, retain testing could not be performed. Review of customer complaint database indicated there were no similar complaints for lot vss101 describing lack of reactivity with anti-c.